Event description:
A us distributor contacted zoll to report that monitor sn: (B)(4) was resetting during routine testing following patient end-of-use. After review of the patient's downloaded data it is confirmed that there were no problems with the monitor resetting in the field.

Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the computer analog (ca) board failed the flash memory test. The cause of the monitor resetting was a flash memory failure (components u102 and u105) on the c/a board sn: (B)(4). The flash memory had an intermittent connection, which was discovered through the use of a target memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective components.